Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the patient's right ventricular leadless pacemaker exhibited loss of capture. Programming changes were performed. The patient was stable.